Event description:
After a vein harvesting procedure, the user reported that the tray with disposables was not sealed. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.